Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for instability with pain secondary to the instability. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Treatment includes revision of the insert. Doi: (B)(6) 2015; doe: (B)(6) 2018; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.